Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to damage on the charged coupled device unit, the image was not displayed. The universal cord had a scratch. The universal cord had discoloration. The control unit was sticky due to water leakage. The suction connector was sticky due to water leakage. The scope connector cover unit was sticky due to water leakage. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had image noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image due to charged coupled device damage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image/image noise issue could not be determined, however, the issue was likely due to a faulty image sensor unit, failure of the video connector internal circuit board and or an issue on the system side. The event can be detected/prevented by following the instructions for use which state: 3.8 inspection of the endoscopic system. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.